Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's mom claims the pump's bolus history is not in the correct order. Troubleshooting indicated that the pump has the correct time but the date setting was off by 1 day. The pump's date/time setting was reportedly set on 02/25/2011 using the ezmanager software. There was no adverse event associated with this complaint. A replacement pump was sent to the pt.